Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a possible malfunction alarm may have occurred. There was no reported adverse impact to the customer's blood glucose level. The customer observed the pump shutdown for low battery due to user error prior to the possible malfunction. Multiple attempts were made to verify the event but customer did not respond.